Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jan-2023. The most recent information was received on 22-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("constant hip pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1192 days after essure insertion, she experienced dry eye ("eye dryness"), dyspareunia ("painful intercouse atributed to menopause"), ear infection ("ear infections problems") and initial insomnia ("continuous medication to get to sleep"). In 2022 she experienced arthralgia (seriousness criterion medically important). An unknown time later she experienced menopausal symptoms ("painful intercouse atributed to menopause"). The patient was treated with hypnotics and sedatives. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, dry eye, dyspareunia, ear infection, menopausal symptoms or initial insomnia. The reporter commented: hundreds of consultations, physiotherapy, sports medicine, osteopath[s], x-rays, ultrasounds, all the practitioners ruling out the implants as the cause, but unable to make a diagnosis!! Painful intercourse attributed to menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 05-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("constant hip pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1192 days after essure insertion, she experienced dry eye ("eye dryness"), dyspareunia ("painful intercouse atributed to menopause"), ear infection ("ear infections problems") and initial insomnia ("continuous medication to get to sleep"). In 2022 she experienced arthralgia (seriousness criterion medically important). An unknown time later she experienced menopause ("painful intercouse atributed to menopause"). The patient was treated with other therapeutic products. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, dry eye, dyspareunia, ear infection, menopause or initial insomnia. The reporter commented: hundreds of consultations, physiotherapy, sports medicine, osteopath[s], x-rays, ultrasounds, all the practitioners ruling out the implants as the cause, but unable to make a diagnosis!! Painful intercourse attributed to menopause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.